Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision due to an error code displaying voltage too low for remained longevity with the implantable cardioverter defibrillator (ICD) an out of range shock impedance measurement was noted in the dual coil configuration when it comes to this right ventricular (rv) lead. The new device was programmed to a single right ventricular (rv) lead coil configuration and successful defibrillation threshold (dft) test was performed. This rv lead remains implanted. No additional adverse patient effects were reported.